Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had main arm cannot communicate with the motor arm. The customer's blood glucose level was unknown. The pump error occurred during fill tubing process. The customer also reported that after changing complete set the pump error occurred again. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests including displacement, and self tests. However, the main arm cannot communicate with the motor arm alarm found in the insulin pump history due to software error.